Manufacturer narrative:
A service engineer (se) inspected the device and could not duplicate the reported issue and found no related diagnostic codes in the ventilator memory. During evaluation, the se heard a leak coming from the compressor department. The se replaced the compressor outlet filter to resolve the leak. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed ventilator inoperative (vent inop) and stopped delivering breaths. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.